Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the device is part of the audio issue. The customer¿s blood glucose during the incident was 151 mg/dl. They also reported of sensor glucose and blood glucose discrepancies. Insulin was suspended due to sensor glucose value of 56. The device will be returned for analysis.

Manufacturer narrative:
Inspected 1 random opened/used sensor and performed visual inspection and found contact pad to be damaged (wrinkled). Unable to confirm customer received sensor in said condition due to customer returned opened/used.